Event description:
No additional information is available to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: - 1998. Explant date- 2002. Concomitant medical products: unknown apollo tibial component, unknown apollo articular surface, unknown patellar component. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision knee arthroplasty approximately four years post implantation due to femoral loosening. The femoral component and articular surface were removed and replaced.